Manufacturer narrative:
A ge rep evaluated the sys and has ordered a new grid cover.

Event description:
It was reported that the image intensifier grid cover has come loose, and the system batteries are below 160v. No pt injury was reported.